Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing reported as leaking." There was no report of patient harm.